Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided regarding customer's reprocessing practices. Additional information: when the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. The customer did not flush the air/water nozzle with air and water. The customer could not confirm whether the nozzle was wiped with lint-free cloths/brushes/sponges and could not confirm whether the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, the foreign material was not identified from the available information. Based on the customer's reprocessing information, investigation determined it was possible that the foreign material remained in the nozzle due to deviation in customer reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope's zoom function does not work well. No reports of patient harm. During the evaluation the following reportable malfunction was found: nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: due to damage on zoom, the charged coupled device, zoom did not work smoothly. The switch 1, the grip, the universal cord, the protector of the universal cord on the control section side, the protector of the universal cord on the suction connector side and the connecting tube were scratched. The paint on the suction cylinder, the adhesive around the objective lens and the adhesive around the light guide lens was peeled. The connecting tube and the universal cord had a wrinkle. Due to wear of the angle wire, the bending angle in up direction does not meet the standard value and due to wear of the angle wire, the play of up/down knob is out of the standard value. The adhesive on the bending section cover had a chip, crack and had white- clouded area; due to corrosion on electrical connector, the image was not displayed; the electric connector had corrosion due to water leakage; the control unit had discoloration; the suction cylinder was shaved and the plastic distal end cover has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.